Manufacturer narrative:
Concomitant products: product ID 3389s-40, lot# va07192, implanted: (B)(6) 2013, product type lead; product ID 3389s-40, lot# va05k2v, implanted: (B)(6) 2013, product type lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 37642, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced ¿surgy feelings¿ while riding in a hybrid vehicle (passenger). It was stated that the patient felt surges ¿like when she was being programmed¿ when the vehicle came to a stop (when it switched to battery mode). It was also stated that the vehicle manufacturer warned owners that have implantable devices to stay away from the smart key entry or start system three point antenna (warning was not specific for deep brain stimulation). It was later reported that the patient experienced surging feelings on (B)(6) 2013 while in her hybrid car. It was stated that the patient did not feel the surging in her two other non-hybrid vehicles. The surging only occurred in ¿electronic mode and not engine mode.¿ the patient was reprogrammed on monday and got in the vehicle today and felt the surging. Additional information had been requested, but was unavailable at the date of this report. Any additional information received will be included in a supplemental report.